Event description:
The pt was on vacation and entered a hospital that did not provide baxter peritoneal dialysis services. While hospitalzied the nursing caring for the pt cut the transfer set and affixed the tubing to fresinius tubing to initiate peritoneal dialysis with fresinius device. Upon discharge from the hospital, the nurse affixed the baxter connector to the tubing with tape. When the pt attempted peritoneal dialysis at home, the baxter homehcoice began alarming and leaking wa snote dat the taped connection. The pt was advised to call peritoneal nurse or doctor. The pt contracted peritonitis and was placed on antibiotics, fortaz 1 gm with daily dwell and ancef 1 gm with daily dwell, both were intraperitoneally administered.